Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, printer had issue and printing gibberish. Customer reported that the medication label was printing gibberish. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility- (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the printer had an issue and was printing gibberish. A technical support specialist dialed into the station and followed knowledge article (ka) - 1.5.2.1 thermal printer prints gibberish on new devices. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.